Event description:
It was reported that the left ventricular (lv) lead during implant was noted to be filled with blood. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned and analyzed. There were no anomalies found. It was noted that the distal and proximal conductors had blood (not obstructed). There was observation of blood ingression in the outer insulation. (B)(4).